Manufacturer narrative:
The device was evaluated by olympus. The evaluation determined that insufficient cleaning (handling problem) had been performed on the device as evidenced by the presence of foreign material found in the forceps channel. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model urf-p7, uretero-reno fiberscope to olympus for repair due to a report of "image cloudy." Upon inspection and testing of the returned device, it was found that insufficient cleaning (handling problem) had been performed. This report is submitted due to insufficient cleaning of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. As a result of component analysis, there is a possibility that the main component of the suggested foreign material is fluoroplastics. Fluoroplastics are used for the biopsy channel, and it was confirmed that the biopsy channel was scraped around the biopsy channel outlet as a result of observation with an ultra thin fiberscope. It was presumed that the cause of the scrape of the biopsy channel was because the cup part of the endo therapy accessories were damaged, the endo therapy accessories were inserted while they are open or, overloaded when they were inserted. It is recommended to the user to inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.